Event description:
It was further reported that the double disconnect event appeared to be a suicide. The patient was found in a wheelchair in the corner of a room with the door closed and the controller speaker covered up.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided detail in the event narrative indicating the event may have been a suicide and indicated relevant history included coronary artery bypass grafting and automated implantable cardioverter defibrillator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller was not returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported by the site that when the patient was found with both power sources disconnected, the heart had already stopped; the site reconnected the power sources, after which a low flow alarm was logged. Based on the available information, the most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Based on the available information and risk documentation, a possible cause of the reported low flow event may be attributed, but not limited, to poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had vascular dementia and on several occasions disconnected both power sources from the controller. One time the patient disconnected the power sources, the controller lost power, and the ventricular assist device (vad) stopped. When the patient was found, the power sources were plugged in, but the heart had already stopped and the low flow alarm on the vad sounded. The patient was unresponsive and in cardiac arrest. The patient had a do not intubate (dni)/do not resuscitate (dnr) status so no cardiopulmonary resuscitation (CPR) was performed, only rescue breathing until the decision was made to turn off the vad. The patient subsequently expired.